Event description:
Patient reports experiencing inflammation, blisters, tongue thrust, air coming in and the aligners not fitting well.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.